Event description:
The customer reported that when they opened the pad prior to use, they noticed discoloration on the gel. The pad was not used. Initial evaluation of the returned sample found the foil was degraded and the pad showed no resistance.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.